Manufacturer narrative:
Product complaint #: (B)(4). Product not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please explain what was the issue with the device which made it not possible to perform ligation- did the suture break before or during the procedure? It occurred during the procedure, but sales rep reported that it occurred before use for patient. No further information will be available. Or lot number? The lot number is unknown. No further information will be available this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic cholecystectomy on (B)(6) 2022 and suture was used. During use, the loop was broken when the loop was pulled after the canula was broken at the break point. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available.